Manufacturer narrative:
Patient weight is not available for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent a pelvic open reduction internal fixation (orif) procedure. During the procedure, the tip of the screwdriver broke off. The fragment was retrieved and another screwdriver was available. There was only a 30 second surgical delay. The procedure was successful and the patient outcome was reported as good. No additional information reported. This report is for one (1) small hexagonal screwdriver. This is report 1 of 1 for (B)(4).